Event description:
Pt scheduled for second procedure (posterior fusion l4-5, s-1) on 4/30/98. Procedure was cancelled due to left iliac bone graft site infection from previous surgery on 4/28/98. On 4/28/98 bone was taken from left iliac crest. A tissue implant (grafton putty 30cc) was placed in left iliac crest. The grafton putty could have been involved in the infection process.